Event description:
It was reported that an asymptomatic patient had a non-cardiac surgical procedure with cautery exposure. It was noted that some pvcs were not being sensed by the device. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.